Event description:
It was reported that a patient using an ilet system with a dexcom g7 continuous glucose monitor (cgm) experienced a prolonged low glucose with a reported value of 55 mg/dl followed by a high blood glucose at 327 mg/dl after ingesting approximately 65 grams of carbohydrates to treat the low and then consuming dinner with additional carbohydrates, consistent with patient overtreatment of hypoglycemia and not a device component malfunction. No adverse clinical symptoms associated with hypoglycemia and subsequent hyperglycemia. Outcomes included the need for oral carbohydrate administration as an unexpected medical intervention. Investigation included interview-based case review and analysis of user-provided information. Investigation of this case revealed a usage problem with improper or incorrect treatment procedure, no device problem found, and no applicable device component issue. The patient later reported a glucose of 171 mg/dl and no further concerns. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.